Event description:
Leaking of pulmonary artery catheter reported. A pulmonary artery catheter was inserted into a pt. At some unspecified time later, the clinician noted serosanguinous fluid leaking at the white temperature hub of the catheter, and fluid was reported coming from the prongs of the connection from the catheter to the cable. The pt was being monitored via transduced pressure line and other IV's and antibiotics were infusing through other ports of the catheter. After approximately five mins, the catheter shorted out and no longer produced accurate readings. The catheter was removed and replaced without any reported difficulty, no pt harm or blood loss occurred.